Event description:
Reporter states he obtained results of 336 mg/dl and 112 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.